Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change in the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that merlin.net transmissions showed a pt notifier was delivered for an at/af episode. The diagnostic did not show the episode. The device remained implanted.